Event description:
An authorized service ctr for the MFR (mckinley medical) reported a complaint received from a user facility. The user returned an electromechanical ambulatory infusion pump, stating that it had a condition of "non delivery and "alerts door open". There is no report of pt injury.